Event description:
It was reported the patient experienced a loss of therapeutic effect. It was stated the therapy worked "fine" for six months. It was noted the therapy had not worked for 4-5 months and the patient's symptoms were back to "how it used to be" before implant. It was indicated the patient "had a feeling the wires had moved" because therapy "gradually slowed down" about six months after implant. Reprogramming was completed six months after implant. It was reported to have worked in the beginning. It was further stated the patient only had access to one program. A new patient programmer was ordered for the patient because the patient was not in possession of the first one. Additional information has been requested, a follow up report will be sent if additional information is received.

Manufacturer narrative:
Product ID 3093-28, lot # v704187, implanted: (B)(6) 2011, product type lead; product ID 3037, serial # (B)(4), product type programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that after implant the device worked terrifically for the first three to four months and then it went down to "about 7-% effective and currently it was about 50-60% effective." The patient mentioned that he was going through five to six "depends" at night. The patient stated that the healthcare provider (hcp) "did things" with little to no effect. The patient spoke to a manufacturer representative and "about one year ago" changed his settings and made adjustments. The patient noted that he went between 0.9 volts, 1.0 volts, and 1.1 volts, but could not go higher or it was painful and uncomfortable. The patient felt stimulation under his right testicle and spoke with an urologist at another hospital, who suggested checking the leads, but his current hcp's office was not interested. The patient stated that he was taking a bunch of pills, but was never getting better and generally getting worse.